Event description:
It was reported that a user self-initiated therapy with the ilet system, experienced fluctuating glucose levels, and believed the pump was defective; the user also reported uncertainty about whether a low-glucose alert sounded despite alerts and volume being enabled. Symptoms included hypoglycemia and hyperglycemia. Outcomes included troubleshooting and education on pump algorithm behavior and expectations for initial use, with confirmation that the pump functioned as intended. Investigation included case review and user coaching. Investigation of this case revealed no device malfunction and that the observed fluctuations were consistent with early therapy adaptation, with no confirmable alert failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.